Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. There was no image due to a damaged cable unit. Additionally, there was air/water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, the camera head would not transmit a signal. The processor recognized the camera head, but the screen remained black. There was no image. The procedure was not affected. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - manufactured in 2002. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the investigation confirmed the image did not display due to a damaged cable unit. The specific root cause of the damaged cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.